Event description:
Customer reported that a malfunction occurred on pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterward. Customer was instructed to continue using the pump and to call back if any issues arise in the future.